Event description:
It was reported that during a ptca/stenting treatment procedure involving two stenotic lesions in the rca, a balloon rupture was suspected due to loss of pressure on the inflation device. The maverick2 monorail balloon was initially inflated to 10 atm's for successful post-dilatation of a stent in the mid-rca. The physician then positioned the maverick2 monorail balloon in the proximal rca lesion and inflated it to 12 atm's, at which time a loss of pressure was noted on the inflation device. A dissection was noted in the proximal rca and was successfully treated with an s670 stent. The cause of the dissection could not be determined by the physician. A guidant balance guidewire (size unk) and a 4f mach1 guide catheter were also used in this procedure, but the size and types of introducer sheath and inflation device used are unk. Pt status is reported as 'good'. No additional info is available at this time.